Manufacturer narrative:
Correction to f/u #1 MDR. The UDI number should have been shown as the first line within field.

Event description:
A report was received that following a non-device related surgery, the patients spinal cord stimulator (scs) had not been working properly. X-ray was taken and showed that the leads had migrated. It was also noted that the patients ipg was not holding a charge. The patient will undergo an ipg and leads replacement procedure.

Manufacturer narrative:
Date of event: (B)(6) 2017.

Event description:
A report was received that following a non-device related surgery, the patient's spinal cord stimulator (scs) had not been working properly. X-ray was taken and showed that the leads had migrated. It was also noted that the patients ipg was not holding a charge. The patient will undergo an ipg and leads replacement procedure.

Manufacturer narrative:
Correction to the initial MDR should have been: date of event: (B)(6) 2017. Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model#: sc-4316 lot #: 15782818 description: next generation anchor kit-sterile additional information was received that the patient underwent a revision procedure wherein the ipg, leads and clik anchor were replaced per physicians preference. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that following a non-device related surgery, the patients spinal cord stimulator (scs) had not been working properly. X-ray was taken and showed that the leads had migrated. It was also noted that the patients ipg was not holding a charge. The patient will undergo an ipg and leads replacement procedure.